Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted with concurrent cystoscopy, rectocele repair, anterior prosima, anterior colporrhaphy and vaginal extraperitoneal colpopexy due to sui and uterovaginal prolapse. It was reported that patient underwent mesh revision/removal on (B)(6) 2008. It was reported that patient underwent mesh revision/removal on (B)(6) 2008. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.